Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the patient's femoral artery. When deploying the device, no suture was found and hemostasis was not achieved. It was unknown if the collagen and anchor were present within the device or the patient. Hemostasis was achieved with manual compression. It was reported the components of the device were properly assembled and resistance was not encountered at any point during the procedure. The patient was not obese and did not have a tortuous vessel. The patient was reported to be okay following the procedure, but hospitalization was extended one day for observation.

Manufacturer narrative:
The results of the investigation concluded that the anchor leading leg was visible between the sheath tip and the monofold. The device was deployed fully with no anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure.